Manufacturer narrative:
This form was completed by the manufacturer. See mrd 1920664-2007-00762 for intraocular lens used with this delivery device.

Event description:
The haptic of the lens was found bent during insertion into the patient's eye using the delivery device. The incision was enlarged to remove and replace the lens.